Event description:
It was reported that in 2014, the manufacturer representative (rep) determined the device was completely disabled. The patient had their third overdischarge in (B)(6) 2014. The device was disabled because of three overdischarge¿s; three strikes. There was not a rep that reset the device or did anything to actively disable it. The patient then had the implantable neurostimulator (ins) and leads replaced in(B)(6) 2014. Further information has been requested regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), product type: extension. Product ID: 37083-40, serial# (B)(4), product type: extension. Product ID: 3998, lot# l97442, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).